Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was stated that the customer may have accidentally primed the entire amount of insulin in the reservoir while being connected. The customer was attempting to change the infusion set, and primed 150 units of insulin into her body. The reported blood glucose reading was 33 mg/dl. The caller wanted someone to call the customer for troubleshooting. Attempted to reach the customer by phone, but there was no answer. Left two messages for the customer to call back for troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.